Event description:
It was reported that the sponge of a minicap did not have adequate iodine. This was observed before patient use. The reporter stated that upon opening the package, she observed that the minicap sponges looked dry. She did not observe anything wrong with the minicap packaging. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The device was manufactured between 03/07/2013 - 03/14/2013. The device was not available for evaluation. A review of all batch record documents was conducted. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.